Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the locking mechanism had failed. A field service engineer replaced the door latch mini switches and resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager locking mechanism failed. The customer reported that they were unable to pull medications. There were no adverse events or injuries reported based on this event.